Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During first inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.